Event description:
It was reported that the customer experienced high blood glucose and was hospitalized with diabetes ketoacidosis. The blood glucose reading was over. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the alarm history and no alarms noted. No leaks noted. It was stated that the high glucose level was caused by infusion sets and site issues. The customer inserted into the abdomen and buttocks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.